Event description:
It was reported the device was used during a breast biopsy. It was reported the case was set up with a probe and the package read 11 gauge p1155 but the actual device ended up being a 14 gauge probe. The physician used the 14 gauge probe to complete the case. The physician didn't take as many specimens (took half the amount of specimens he usually takes) as he knew he couldn't place a clip. He is hoping he got enough specimens to make a diagnosis.